Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue, but replaced the erbe for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The erbe energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the erbe integrated electrosurgical unit made a sound like it was providing energy, but there was no tissue effect. The procedure was completed with no reports of patient injury.